Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and was unable to prime during prime test due to loose/protruded drive support disk. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an issue with the insulin pump and the insulin delivery. Customer states that while he was trying to put a reservoir in the pump, the devise stopped working properly. Customer states pump keeps squirting out insulin and needs to know his basal rates. Customer stated after he rewound the pump and tried to fill the tubing, the piston did not stop and the insulin kept exiting the tubing. The patients' blood glucose is 123 mg/dl. Customer states receiving pump error alarm. The customer was advised to disconnect from the pump. It was also reported that the drive support cap is sticking out. The customer was advised to discontinue use of the pump. Customer was advised that the pump needs to be replaced.